Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, foam particles were found inside the blower kit. Error codes were also detected. No other device problems were found.

Manufacturer narrative:
UDI number has been added in this report and 510k number has been updated.